Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose was under 25 mg/dl. The customer stated that he had an incident last sunday and ems was called and he had a seizure. The customer stated that ems gave him something to relax and he woke up at the hospital with his insulin pump and the sensor was removed and they lost his sensor and xmeter. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that when he left the hospital, his blood glucose was high but it did not have anything to do with the pump.